Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy. The device was programmed to infuse 2500 units of heparin in a 250 ml bag of normal saline with a dose of 700 units per hour and volume to be infused of 250ml. The infusion was started at 3:33. At 4:48 the bag was empty. The infusion pump read that it had only infused 8.8ml. It was reported that the device was believed to have free flowed. There was patient injury reported (prolonged partial thromboplastin time) and the patient was put on bleeding observation. The customer reported testing the device and found to pass all flow rate testing. No additional information is available.

Manufacturer narrative:
Corrected information: type of reportable event has been updated from malfunction to serious injury. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported free flow event which was not reproduced. Review of the event history log verified the customer-reported parameters on the event-date of (B)(6) 2017. The infusion was programmed at a rate of 7ml/hr and there were no discrepancies in the log which indicated a pump malfunction or user error contributed to the event. Device investigations was unable to reproduce the reported symptom. The device was tested multiple times at 7ml/hr (customer parameters) with a vtbi of 7ml and at 40ml/hr with a vtbi of 20ml (preventive maintenance parameters) which yielded passing results for all attempts. No discrepancies were identified with the pumping hardware. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the aforementioned fields were updated after receiving additional correspondence from the healthcare facility.